Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory it was noted only 54 centimeters (cm) of this 90 cm was returned with the proximal segment cut. Visual inspection revealed insulation deformation at 50 to 52 cm from the terminal pin, which was determined to be due to the suture sleeve. An x-ray was taken which revealed fractured conductor ends. The field allegation of high out of range pacing impedance measurements were confirmed by laboratory analysis.

Event description:
Boston scientific received information that the left ventricular (lv) lead and implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance measurements of greater than 2000 ohms. Subsequently a revision procedure was performed. During the revision, the connection between the lead and device was verified to be secure. A fluoroscopy image was taken which did not yield any significant findings. However the lv lead was tested with a pacing system analyzer (psa) and exhibited high out of range pacing impedance measurements of greater than 2000 ohms and loss of capture. Thus the lv lead was surgically abandoned. The ICD was also electively explanted for an upgrade. No additional adverse patient effects were reported.